Manufacturer narrative:
No conclusion code available; failure event observed during analysis. A partial lead was returned for analysis in one segment measuring 45.4 cm. External insulation abrasion was noted at 41.7 cm to 42.8 cm from the distal tip consistent with lead friction to the ICD can. The etfe coating was intact at this location. External insulation abrasion was noted at 12.8 cm to 13.4 cm from the distal tip consistent with friction to another device or feature of the patient anatomy. The etfe coating was abraded at this location. All other damage found was sustained during procedure. The lead was otherwise normal.

Event description:
This report is to advise of an event observed during analysis.